Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 526 mg/dl. The customer treated with bolus and insulin injection. The customer states the insulin pump continues to alarm no delivery the previous night and now there is an absence of a no delivery alarm. The customer does not have the tubing clamp to perform high pressure test. The product was not returned for analysis.